Event description:
Alzheimer dementia resident in a wheelchair with functional wanderguard bracelet, went out alarmed door and fell down 1/2 flight of stairs. Alarm on door did not sound system checked by engineering no problem isolated.